Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr/410psr on date 12/03/2021 asr/psr/410psr submitted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified the weight the device within specification, yellow particles in the shell, wear abrasion, deformation and crease fold. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump or thickening in or near the breast or in the underarm area and concern with product.

Event description:
Patient reported having left side "a lump or thickening in or near the breast or in the underarm area and concern with product." Healthcare professional additionally reported left side textured to smooth implant exchange. Device has been explanted and replaced.